Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer's blood glucose level was 120 mg/dl. Reportedly, customer continued using pump for insulin therapy.